Manufacturer narrative:
Date of submission 14-jun-2018 the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple cs162 loss of prime alarms due to low non- zero force warnings. The returned battery cap was undamaged and able to fit. The pump¿s ez-prime steps were performed correctly, with no cs162 warning or any errors occurring during the investigation. Investigators were unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.